Event description:
It was reported that the high voltage portions of the right ventricular (rv) lead were exhibiting high impedance due to fracture. The lead was capped. It was also reported that the left ventricular (lv) lead was capped due to diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2008; 5054-52 lead, implanted (B)(6) 2004; 419388 lead, implanted (B)(6) 2008. (B)(4).